Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance, high thresholds, and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and there were no anomalies found. It was noted that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.